Event description:
The event was reported by a healthcare professional at a conference. The patient underwent a pulserider-assisted coil embolization of a basilar tip aneurysm using a pulserider 8t, 2.7-3.5mm aneurysm neck reconstruction device (anrd) (201d / lot# unknown). The patient experienced intraoperative thrombus formation at the left p1 segment of the posterior cerebral artery (pca). The thrombus was noted during coil embolization of the aneurysm. Heparin and ozagel were administered as treatment. The pulserider anrd remains implanted and is not available to be returned. On 24-mar-2022, additional information received indicated that there were no malfunctions or performance issues associated with the pulserider device during the procedure. Other information related to the procedure and the reported event could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The implantation month, day, and year is not available as the date of the event is not known. The initial reporter phone: (B)(6). The initial reporter email address was not available / provided. The device manufacture date is not known as the device lot number is not available / not reported. Conclusion: the event was reported by a healthcare professional at a conference. The patient underwent a pulserider-assisted coil embolization of a basilar tip aneurysm using a pulserider 8t, 2.7-3.5mm aneurysm neck reconstruction device (anrd) (201d / lot# unknown). The patient experienced intraoperative thrombus formation at the left p1 segment of the posterior cerebral artery (pca). The thrombus was noted during coil embolization of the aneurysm. Heparin and ozagel were administered as treatment. The pulserider anrd remains implanted and is not available to be returned. On 24-mar-2022, additional information received indicated that there were no malfunctions or performance issues associated with the pulserider device during the procedure. Other information related to the procedure and the reported event could not be obtained. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, we are closing this investigation. Thrombosis is a known potential adverse event associated with the use of the pulserider anrd in the intracranial arteries and is listed in the instructions for use (IFU) as such. The reported thrombus formation required medical intervention to preclude permanent damage or injury. Furthermore, the relationship of the pulserider anrd to the reported event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.